Event description:
Customer reported an error condition of "sweepflow tank not full" occurred intermittently when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced tubing in sweep flow tank module and found a partially broken pinch valve for vl86 which was allowing sweep flow tank to only partially fill. He replaced the pinch valve and associated hardware, resolving the errors. (B)(4).